Manufacturer narrative:
An event regarding damage involving a trial head handle was reported. The event was confirmed. Method & results: device evaluation and results: ¿damage was observed on the threads of the handle studs, handle shaft, and trial. The damages observed were consistent with in-service use and contact against a hard object. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: not performed as medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that damage to the trial head handle was caused by in-service use and contact against a hard object. No material or manufacturing defects were observed on the surfaces examined.

Event description:
Performing hemiarthroplasty on left hip while doing surgery uht trials broke (thread broke). No patient adverse consequence.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Performing hemiarthroplasty on left hip while doing surgery uht trials broke (thread broke). No patient adverse consequence.